Event description:
The customer contacted baxter's service center regarding an issue with his supply bags which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated that the lumens in the supply bags that he was using for that night's therapy were small. The hc had not alarmed. The hp stated that he had disconnected the supply bags and replaced them with new solution bags. The technical service representative (tsr) informed the hp that he should never disconnect solution bags from the setup and then reconnect new solution bags while in therapy. The tsr informed the hp to end therapy and start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2012. After setting up with new supplies, therapy went well. There were no adverse effects reported in relation to this event, and the hp now understood not to disconnect bags during therapy.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is confirmed for use error - reuse of single-use product was confirmed because replacing disconnected solution bags is a use error that can cause contamination. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.